Event description:
Ir placed a 14f x 20cm schon xl double lumen catheter for hd(hemodialysis), an hd(hemodialysis) nurse notice alarms for air on venous line, setup changed and attempted to restart however, venous line port had a small hole about 1' from port with blood dripping out. Hd stopped. Line replaced. No further complications.